Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is bobedex. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. The device is manually processed with an olympus unknown model cleaning brush, korsolex disinfectant, and bobedex detergent. The brushed points are the instrument / suction channel, suction cylinder, and the instrument channel port. The device is processed in a minietd2 / etdmini automated endoscope reprocessor (aer) with endodet / endodet pro detergent and endodis / endodis pro disinfectant. The device is stored vertically in a simple cabinet without drying function. Olympus is not the maintenance provider of the subject device. After a positive culture the device is sterilized utilizing eog/eto sterilization.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, it is likely from the user's investigation that the distilled water used at the user facility caused the contamination. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not returned to olympus for evaluation. The etd reprocessing machine tested negative for the bacteria. The customer suspected that the contamination might come from the distilled water bottle they use for the reprocessing, as the sample analyzed was positive with the same bacteria found in the endoscopes. Fse was scheduled to visit the user facility to assess the facility's reprocessing practices. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during routine testing, the evis exera ii colonovideoscope tested positive for over 500 colony forming units (cfus) of ralstonia pickettii in the biopsy channel. It tested positive for over 500 cfus of staphylococcus pasteuri and over 500 cfus of herbaspirillum huttiense in the irrigation channel. It tested positive for over 1000 cfus of herbaspirillum huttiense in the suction channel. The distilled water used for reprocessing tested positive for over 300 cfus of ralstonia picketti. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).